Event description:
Infuse -a- port catheter was noted to be dislodged and located within the superior vena cava/right atrial region. The catheter segment was successfully retrieved via a right percutaneous femoral approach.